Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016 for three days. He was in the hospital for a diabetic ketoacidosis and extreme high blood glucose levels. His blood glucose level was 1,149 mg/dl. The customer's girlfriend called the paramedics because he was throwing up and was extremely hot. His joints were hurting before he went to sleep. They gave him IV and different types of insulin. The customer was off the insulin pump at the time of hospitalization. He believed the paramedics removed the insulin pump. He had mrsa from the hospital visit. The device was not returned.